Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable, motor fault, low peak inspiratory pressure, low minute ventilation, high rate, and transducer fault alarms. The customer performed troubleshooting, but the issue was not resolved. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.